Event description:
It was reported that the lead was unable to connect to the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) primary analysis finding: no anomalies were found. It was observed that a setscrew was lodged in the bore upon receipt of the device.